Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy, however the therapy resulted in an acceleration of the existing ventricular tachycardia (vt). The vt was successfully terminated by shocks from this device. Technical services (ts) reviewed the analysis with the health care professional (hcp). This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. Additional information was received, it was reported that this ICD provided inappropriate therapy. Eleven shocks were recorded for what appear to be an atrial driven arrhythmia. In addition, a minute ventilation (mv) chop noise was recorded by a signal artifact monitor (sam) episode. The patient remained under monitoring. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy, however the therapy resulted in an acceleration of the existing ventricular tachycardia (vt). The vt was successfully terminated by shocks from this device. Technical services (ts) reviewed the analysis with the health care professional (hcp). This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. Additional information was received, it was reported that this ICD provided inappropriate therapy. Eleven shocks were recorded for what appear to be an atrial driven arrhythmia. In addition, a minute ventilation (mv) chop noise was recorded by a signal artifact monitor (sam) episode. The patient remained under monitoring. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy, however the therapy resulted in an acceleration of the existing ventricular tachycardia (vt). The vt was successfully terminated by shocks from this device. Technical services (ts) reviewed the analysis with the health care professional (hcp). This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.